Manufacturer narrative:
(B)(4) follow up a complaint was received regarding a hypodermic needle exhibiting a white residue. To support the investigation, three photographs were submitted and reviewed by the quality team. The images depict a needle assembly removed from its blister packaging, showing an epoxy drip on the needle hub. No additional defects or irregularities were observed. This condition is consistent with an issue that can occur during the assembly process due to misfeeding of the cannulator. A device history record (DHR) review was conducted for material number 305196, lot 5092808. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Cannulator verification confirmed that the equipment settings were accurate, and product flow was within acceptable parameters. To date, no similar complaints have been reported for this lot. Based on the investigation and photographic evidence, the customer-reported condition has been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported foreign matter event description material: 305196 lot: 5092808 no one was injured. Hurt. Affected. I opened an unopened hypodermic needle, and it has white gunk on it. The white stuff is normally securing the base of the needle but this one has like melted or something - splattered. Unsafe for use on a patient.